Event description:
Bd vacutainer, green top, did not fill with blood. Two additional green tops used and would not fill. The 4th green top filled with blood and proceeding vacutainers filled without difficulty. No known harm to patient.